Manufacturer narrative:
The customer reported for their client a dead battery prior to expiration date. The maintenance schedule is not reported. The customer was advised to remove battery pack from service and return to manufacturer for further analysis. The AED can remain in service with a new battery pack and the asi is green. The IFU states: improper maintenance can cause the defibtech ddu series AED not to function. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. The available information does not indicate that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a supplemental MDR shall be submitted.

Event description:
The distributor reported for their client having a dead battery prior to battery expiration of july 2025. The reported event did not occur during patient use.